Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported fall, subdural hematoma, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a fall. The fall resulted in a subdural hematoma due to anticoagulation. It was reported the outcome was not device related. No autopsy was performed.